Event description:
The customer reported to olympus that the flexible biopsy cup 3fr 115cm cup broke after one use during a therapeutic procedure. Attempts to retrieve additional information from the customer are in progress. There were no reports of patient death, harm or injuries related to this event.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 28-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was received in a clear plastic bag without it's original packaging. At first glance, the inner spring was wavy, not straight. When actuating the device the movement was rigid and not smooth. The claw was able to fully open and close with a decent amount of force. The reported failure of "broke" cannot be confirmed. The customer provided a picture of the device that included an arrow pointing to the "stopper" area of the device. Based on the results of the investigation, it is likely the customer did not understand the screw was actually used as a stopper and the gap created by the screw was intentional. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the device was used once and it was already broken. The device did not touch a patient because it was broken. The date and procedure type are unknown.